Manufacturer narrative:
Other, other text: h3: one hundred and five cadd cassette reservoirs from part number 21-7308-24 and two with lot number 3977461 were received in unused conditions with their original packaging closed. The samples were removed from pouches and visually inspected at 12? To 16? Under normal conditions of illumination. No discrepancies were detected related to manufacturing process. Since the products were in their original condition and packaging, a sample of 15 pieces were taken to match the manufacturing process applicable sampling of 15 each 2 hour. Each cassette was tested with an accuracy test procedure using the standard pump proceeded to test the samples connected to the cadd legacy plus pump and no failure or discrepancies were detected. The reported issue was unable to be duplicated; therefore, the cause of the issue was unable to be determined.

Manufacturer narrative:
Concomitant products: cadd legacy pumps in use: (B)(4). (B)(6). Occupation: procurement.

Event description:
Information was received indicating that when a smiths medical cadd cassette reservoir was connected to a cadd legacy pump, an error message "cassette/system not recognized" appeared on the screen. There was no patient/clinical injury.